Manufacturer narrative:
The company representative was called to checked the laser alignment and z offset adjustment was made. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was examined and the reported event was not replicated. However, the laser module was replaced as a preventive measure. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an untreated capsulotomy at five o'clock superiorly during a laser assisted cataract procedure. While completing the capsulotomy manually, a tear began posteriorly. There was a large notch after the capsulorhexis was completed. An intraocular lens was placed in the bag.